Event description:
It was reported, pt stated stimulation for left side lead was not attached, thus she had to keep stimulation down. Pt stated, she got shocks if stimulation was turned up. Pt noted manufacturer representative told her, the lead was not connected. At the time of this report, no further details were reported. Add'l info was requested and will be provided when available.

Manufacturer narrative:
(B)(4)